Event description:
It was observed that during the device evaluation, the duodenovideoscope had burns on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: usage of a high-frequency instrument without sufficient distance from the tip. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, chapter 4 operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.